Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the syncopal patient presented in the hospital where he regained consciousness. The patient was stable and was discharged. The patient then presented in clinic where the implantable cardioverter defibrillator could not be interrogated. It is believed that the device could have prematurely depleted. The patient then presented on (B)(6) 2019 for a replacement procedure. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The complaint of communication failure was verified. When received the device failed to communicate. Further analysis will not be performed at this time per legal hold.